Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation medical devices: item# 00801803604 femoral head sterile product do not resterilize 12/14 taper lot#37220427 item# 65771101500 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 15 standard offset lot# 62831868 item# 00620006022 shell porous with cluster holes 60 mm o.d. Lot# 62932885 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Initial op report dated 04/08/2015 was reviewed and no complications were noted. X-rays were reviewed and no related complications were noted that affect the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1822565 - 2016 - 00729 - 5 ,0001822565 - 2018 - 03515; 0001822565 - 2018 - 03528.

Event description:
It was reported that patient underwent total hip arthoplasty approximately 3 years ago. Patient reporting pain and difficulty ambulating. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.